Event description:
Device report from synthes reports an event in italy as follows: it was reported the patient experienced a post-operative infection. This is report 10 of 20 for (B)(4). Additional impacted products are captured on related complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional product codes: osh, mnh, kwp, mni, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Part 199721530, lot 267397: a manufacturing record evaluation was performed for the finished device and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: january 07, 2020. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.